Event description:
A report was received that the physician was putting the lead in the epidural space and one of its tail separated from the actual form of the lead. It was noted that the lead was frail, broke free and exposed the filaments inside that at some point the physician felt uncomfortable implanting it. The physician opened up a new one but it malfunctioned quickly and does not routinely insert the lead.

Event description:
A report was received that the physician was putting the lead in the epidural space and one of its tail separated from the actual form of the lead. It was noted that the lead was frail, broke free and exposed the filaments inside that at some point the physician felt uncomfortable implanting it. The physician opened up a new one but it malfunctioned quickly and does not routinely insert the lead.